Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8166183. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-15. Medical device lot #: 8087158. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked from the side of the bd arterial cannula with bd flowswitch¿.

Manufacturer narrative:
Investigation summary: bd was able to verify the device needle was partially retracted and with an internal damage in the grip that caused the safety mechanism not to move completely. Based on the investigation of this complaint it believed that a failure occurred at station 5.54.4 of the product assembly machine causing damage inside the grip when a claw of the machine picks up this grip in the inner causing the damage evidenced. This damage causes a burr inside the grip that block the retraction of the needle occurs until the end causing this kind of complaint. A review of the device history record was completed for sub-assembly #8607679 lot 8057538 manufactured from 02-mar-18 to 29-mar-18 used in claimed lot 8064891. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and found no record of failure of activation of the part during the analysis of these lots. A quality notification of gel weight out of specified has been evidenced in the assembly batch used in the claimed batch, but it is not possible to determine that this non-conformity is related to this complaint. Even if the analysis of the device history record, the nonconformity history and the corrective maintenance history of the lots involved in this complaint has not presented records that could clearly lead to this complaint, after analyzing the photos in attachment and the returned sample, it was confirmed that there was a failure of needle activation due to internal damage in the grip that blocked the complete retraction of the needle. An update has been performed on the station software that loads the plug inside the grip, so when there is misalignment at the station causing damage inside the grip, the sensor can detect this damage and discard the damaged part from the other parts.

Event description:
It was reported that liquid leaked from the side of the bd arterial cannula with bd flowswitch¿.